Event description:
During preparation for a cardiopulmonary bypass procedure, the pump cable did not provide power to the pump as expected. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.